Manufacturer narrative:
According to the initial report the product will not be returned. The lens was implanted. A photo was provided for evaluation. Based on the photo and considering the lens was not returned, it is not possible to confirm if the condition reported was related to in-line manufacturing practices/process or a result of the lens being handled by the user. The reported complaint could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). No indication of lens explant. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), the doctor observed a foreign substance on the optic. There was no patient injury. No additional information was provided to abbott medical optics.